Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to a fluid leak from the system. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.